Manufacturer narrative:
Concomitant medical devices: 638rl28, annuloplasty ring. Implanted (B)(6) 2016.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) incision wound dehisced a few weeks after implant and the site was bleeding. The physician performed a pocket revision and the device remained in use. The patient presented a few weeks later with the device exposed as the incision wound had dehisced again. The crt-d system was then completely removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.